Event description:
As part of vidacare's post market surveillance program published articles are scanned for reports of product issues involving vidacare or competitive products. During this process the following article was located: oesterlie ge, petersenkk, knudsenl, heriksen tb. Crural amputation of a newborn as a consequence of intraosseous needle insertion and calcium infusion. Pediatric emergency care (B)(6) 2014; 30: 413-414. Case study of a newborn girl successfully resuscitated from septic shock with circulatory collapse and respiratory insufficiency with a 15mm ez-io catheter placed in her right proximal tibia. Medications given included antibiotics, "fluids" and calcium. Demarcation of the infants skin was noted immediately post calcium administration with progression to necrosis. Tran tibial amputation was performed 1.5 months after initial io access. Authors concluded calcium extravasation was the most likely cause of the injury but were unable to identify what caused the extravasation.

Manufacturer narrative:
This type of complication is extremely rare. Administration of vesicant, toxic, or highly concentrated drugs requires extreme caution and confirmation of patency of any type of vascular access route before administration.